Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse suffered a needle stick injury from a 23g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set with luer adapter. The source patient was reportedly awkward and moved as a nurse was drawing blood causing the nurse to stick herself with a contaminated needle. The source patient was a known drug user and the nurse was evaluated in a&e and received pep treatment.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. However, the manufacturing site reviewed 67 device history records for lots manufactured between january to december, 2016 and no abnormalities were found. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.